Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a positioning/placement issue occurred. A 6.0mmx18mmx150cm express sd renal/biliary stent was advanced to treat the lesion. However, during the procedure, the physician noticed that the stent appeared to have "jumped" upon deployment. The procedure was completed. No patient complications were reported.